Event description:
Pt reclining in chair & because restless, moved forward, & recliner lock did not hold. Pt was thrust forward & fell out of chair onto face. Fracture of the anterior tip of the nasal bone resulted.